Event description:
It was reported by the customer that the device displays e6 error, an overheating warning. The device was returned for service. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing was difficult to move. This was attributed to normal wear. Inspection was performed and the device was repaired and returned to the customer on (B)(4) 2012.